Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for unknown indications. It was reported that the patient¿s implantable neurostimulator (ins) had been depleted for two months due to other healthcare issues and the battery was overdischarged. The rep also reported that the patient fell into a doorknob and had a large bruise over the battery site. The rep performed a 60-minute countdown twice and they were unable to recover the battery. It was unknown if surgical intervention was planned. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they were able to recover the battery the second time they met the patient. The patient was now using the stimulator normally.